Event description:
It was reported that a patient presented remotely with high defibrillation impedance noted on the patient's implantable cardioverter defibrillator. It was suspected this was due to device-can related factors or pocket encapsulation. No intervention or adverse patient consequences were reported.